Event description:
On 2nd september, 2024 getinge became aware of an issue with one of surgical lights - volista. It was stated light head is found detached and fell down from the arm. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site address: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event or problem deem required. This is based on the internal evaluation. Previous b5 describe event or problem: on 2nd september 2024, getinge became aware of an issue with one of surgical lights - volista. It was stated light head is found detached and fell down from the arm. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 2nd september 2024 getinge became aware of an issue with one of surgical lights - volista. It was stated light head is found detached and fell down from the arm. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge technician indicated that the headlight was not detached, it was disassembled during previous service visit. It appeared that the issue reported under manufacturer¿s reference number: (B)(6) (report number: 9710055-2024-00509) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(6) (report number: 9710055-2023-00606). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(6).

Event description:
On 2nd september 2024, getinge became aware of an issue with one of surgical lights - volista. It was stated light head is found detached and fell down from the arm. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge technician indicated that the headlight was not detached, it was disassembled during previous service visit.